Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg pocket was relocated addressing the issue. Reportedly, the issue has been resolved.